Event description:
The customer reported that the (B)(4) driver exhibited a "low battery" alarm while supporting a patient at home. The customer also reported that the patient observed two bars illuminated on each onboard battery and removed one (B)(4) onboard battery while connected to the (B)(4) a/c power supply. The customer also reported that the (B)(4) driver completely stopped and started back up when the (B)(4) onboard battery was replaced. There was no reported adverse patient impact. The customer also reported that the patient noticed the green light was blinking on the (B)(4) a/c power adaptor, and the hospital staff subsequently exchanged the (B)(4) a/c power adaptor and the (B)(4) a/c power supply cord. After the (B)(4) a/c power adaptor and the (B)(4) a/c power supply cord were exchanged, the green light remained solid.

Manufacturer narrative:
The patient remained on this (B)(4) driver and onboard batteries throughout the night and was switched to the backup (B)(4) driver the next day. This alleged failure mode poses a low risk to the patient because although the (B)(4) driver exhibited a low battery alarm, the driver continued to perform its life-sustaining functions. The (B)(4) driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.